Manufacturer narrative:
Section b3: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed that the left ventricular assist device (lvad) clock reset, indicating a loss of power to the pump that would have resulted in a stop. A specific cause for this event could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that further review of the submitted log files indicated a pump stop as both the system controller and left ventricular assist device (lvad) clocks synced and were not set.